Manufacturer narrative:
The cartridge was returned for evaluation; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. The customer was able to load a new cartridge successfully. However, when attempting to fill the cartridge multiple times, it was reported that the customer experienced resistance. Reportedly, the customer was unable to fill the cartridge due to back pressure when pressing on the plunger. The customer was able to load a new cartridge, fill it successfully, and resume insulin delivery. There was no impact to the customer's blood glucose level.